Event description:
Spike breakage. By hosp policy, the device is placed onto the IV administration set injection port in surgery to make an needleless injection port, for use by anesthesia, and is removed (pulled out) before the pt is transferred out of the surgical suite. The device is removed because it is only used in surgery at the request of anesthesia. Hosp report states "clave adapter removed from IV line, noted plastic spike had broken off and was free-floating in pt's IV tubing. No harm to pt."